Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device - additional information g3: date received by manufacturer- additional information h2: additional information/device evaluation h3: device evaluated by manufacturer - additional information availability h6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed data was received but investigation window does not reflect the alleged device. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).